Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer did not recall the blood glucose reading, stating that she did not recall going to the hospital. She noted that she had felt ill for a few days leading up to the hospitalization. She did not provide any further details. She stated that she was very tired, went to sleep and woke up in the hospital. She was unsure when the high blood glucose issue had started. Upon admission, she was treated for diabetic ketoacidosis, heart attack and other unspecified issues. She was wearing the insulin pump at the time of the event and was taken off of it when she was admitted. She declined troubleshooting assistance for high blood glucose, advising that a field representative visited her at the hospital and ensured that the device was working as designed. She was advised to monitor the device. She stated that she still did not feel well but did not note any current high blood glucose levels. None else noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.